Event description:
Spectramed txx-r attached to swan ganz which was inserted pre-op in sicu on 2/26/92. Readings consistent with hypovolemia on sicu's hewlett packard monitors with spectramed tchp-12 interface cables. Surgery performed 2/27/92. Readings with o.r. Datascope monitor and datascope interface cable consistently higher. When patient returned to sicu post-op, readings again demonstrated hypovolemia which was treated with fluids. Patient suffered pulmonary edema and cardiac arrest due to fluid overload. Pressure readings remained consistently low until transducer changed at which time they reflected hypervolemia. There have been two additional instances in the sicu which involved low pressure readings which were corrected by changing the txx-r. No injury resulted in these cases.device labeled for single use. Patient medical status prior to event: fair condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, transducer. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.